Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the customer reported that the original load fired properly. Two subsequent firings resulted in what appears to be a wedge band bypass of the cartridge. Both reloads appear to have driver formation on one side of the cartridge, with little to none on the opposite side. No patient consequences. Case completed with another device of the same product code.